Event description:
Female patient was treated at l4-l5 using a four module interfuse device and unilateral pedicle screw fixation on the contralateral side. Post-op patient's back and thigh pain had resolved but she complained of a burning sensation and pain in her back, leg and foot consistent with dorsal root ganglion syndrome. MRI/CT studies showed the last module of the interfuse device had migrated posterolaterally into the foramen. Patient's symptoms were improving with medication but dr elected to explore the level surgically. He found the last two modules implanted had migrated and were under the l4 nerve root. He also found the a module had not been fully engaged with the first b module during the initial surgery. He removed all four interfuse modules, removed more of the nucleus pulposus, and implanted a new four module interfuse device after packing bone graft in the contralateral side of the disc space. He also added a second pedicle screw construct on the ipsilateral side. Post-op x-rays and CT scan show all four modules locked together and the device properly aligned in the disc space. Patient is recovering normally.

Manufacturer narrative:
Dr elected to implant the interfuse device through a minimally invasive tlif rather than a uplif surgical approach. This requires that the interfuse modules be implanted at an angle and makes it hard to lock the modules together. Doing the procedure through an 18mm cannula makes it very difficult to visualize the placement of the modules or to determine by visual and tactile means if the modules are locked together. Dr also used unilateral pedicle screw fixation on the contralateral side of the disc and compressed it after completing the interfuse device implantation. He suspects that this may have pushed the interfuse device back though the annulotomy. He did not confirm the placement of the interfuse device after compressing the pedicle screw construct and before closing.